Manufacturer narrative:
One twinfix ti 5.0 ultrabraid assembly was returned for evaluation. Only the suture and inserter were returned. Visual assessment of the inserter showed no abnormalities. Two legs of suture one white and one blue co-braid were returned, the blue co-braid has been cut approximately mid-point of its length the cut is clean with no fraying, the white suture is intact. From the information provided, the suture broke after deployment, causing a delay to the procedure. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: use of sharp instruments to manage or control the suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during surgery the sutures broke after deployment of anchor. A delay of more than 2 hours was reported because of the malfunction. No patient injuries reported, a back-up device was available to finish the procedure.